Manufacturer narrative:
A sample device was not returned for analysis. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that after and intraocular lens (iol) was implanted into a patient's eye, the handpiece was noted to be stiff and bent. The iol was scratched and the surgeon believes the handpiece scratched the lens. The procedure was completed with no patient harm. A sample is available. Additional information has been requested.